Event description:
It was reported that there were concerns of loss of capture (loc) on this left ventricular (lv) lead. Technical services (ts) could not rule out the loc. In-clinic testing and to continued monitoring of the patient was recommended. This lv lead remains in service. No adverse patient effects reported.